Event description:
Rptr has a torn "pad" above surgery. She has bladder problems, is developing bowel problems, legs hurt continuously (so bad that they sometimes throb), no strength in her legs to walk, has pain up to her neck, gets very severe headaches and has had numbness in her left leg since surgery. It hurts for her to walk. She can't take the pain she gets when she has to turn on her side. Also, she can't take her granddaughter sitting on her lap; it hurts too much. She can't bend and can't push or pull with her feet. Has to use cane to walk and sometimes has to wear back brace. She has swelling in legs and hands.